Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the flush port was blocked. During an atrial fibrillation (afib) procedure in the left atrium (la), an intellanav stablepoint open-irrigated device was selected for use. A flow error was encountered, and an irrigation interruption occurred while operating at a flow rate of 17.0 ml/min. It was observed that the flush port was blocked. The procedure was completed using a different device of the same model. There were no patient complications.